Event description:
A malfunction was reported with the display showing a "malf 24" code, which could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.